Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements of 400 ohms. These out-of-range measurement was noted upon interrogation after the patient had received appropriate shock therapy. The impedance measurements during therapy delivery were noted to be 55 ohms, and while the shock delivered converted the patient, several impedance measurements afterwards showed out of range values. X-ray imaging of the system was ordered and postural changes performed by the patient during troubleshooting still showed out of range values. A 60/60 magnet reset was performed, and no audible tones were able to be elicited. Additional information provided from the field indicated the following day, the patient was reported to have passed away from pulseless electrical activity on (B)(6) 2026. No ventricular tachycardia (vt) or ventricular fibrillation (vf) episodes were noted during the arrest/code. All evidence indicates the electrode system remains in situ and no adverse patient effects relating to its operation were reported.